Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device is not available for investigation. No additional information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient presented to the emergency department early in the morning with depression and suicidal ideations. Additionally, the patient reported occasional dizzy spells prior to admission which was thought to be due to dehydration. The patient¿s inr upon admission was 2.9. Later in the evening the patient became lethargic, confused and agitated. A brain CT showed early ischemic changes involving much of the posterior left middle cerebral artery vascular territory with no focal mass effect as well as a right middle cerebral artery stroke. There was no hemorrhagic conversion. The following day the patient was lethargic, difficult to awaken at times, and continuing to experience intermittent confusion and agitation. On the morning of (B)(6) 2016 the patient was dizzy and unsteady while up with a mean arterial pressure (map) of 85mmhg. That afternoon the patient was agitated and attempting to get out of bed. The patient later experienced nausea and vomiting, diaphoresis, and had a map of 163mmhg. The patient then became somewhat unresponsive with unequal pupils and suffered loss of movement of the right side. A CT scan revealed an acute cerebrovascular accident with hemorrhagic conversion of the left middle cerebral artery stroke involving two-thirds of the vascular territory and a 1.1cm rightward midline shift with mild to moderate hydrocephalus. The patient¿s spouse elected to go to a do not resuscitate status. The patient expired in the morning on (B)(6) 2016.

Manufacturer narrative:
Describe event or problem: additional information. No equipment was returned for evaluation. A correlation between the report of hemorrhagic stroke and the device could not be conclusively determined. Information provided by the hospital personnel stated that the patient¿s hemorrhage was not associated with the patient¿s pump support. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 07/12/2016 stated that the patient's hemorrhage was not associated with the patient's pump support.